Event description:
It was reported that customer experienced multiple occlusion alarms that led to very high blood glucose readings showing as ¿high;" no specific value, and presence of ketones, prompting a visit to the emergency room. The customer was treated with intravenous fluids of saline and insulin and was released the same day with no permanent damage and the issue resolved. Occlusion alarms were addressed with a supply changed and continued use of the pump.